Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received 2 occlusion alarms. After the alarms. The customer changed all of the pump supplies. The customer's blood glucose (bg) was impacted during one of the occlusions and was reported as being in the 200's mg/dl. An insulin injection was used to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.